Manufacturer narrative:
No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor contacted zoll to report that a patient's charger would not recognize a battery pack.